Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device . No medical records or details as to nature of the patient's injuries have been provided. No sample has been reported. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent repair of an incisional ventral hernia. A bard/davol composix kugel patch was implanted in patient during this repair. On (B)(6) 2017: the patient underwent removal of the failed composix kugel during the surgery patient's bowel was resected. The patient continues to experience complications related to the composix kugel. She will likely require additional surgeries to repair the damage from the product. The composix kugel implanted in patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. As reported, has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective composix kugel hernia patch.